Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation was found necessary.

Manufacturer narrative:
Per case notes, the hcp was able to locate the sensor using the transmitter but was unable to remove it due to not being able to feel the sensor. No ultrasound was used, and the user requested to stop the procedure. The user was doing fine after the procedure but had a sore arm due to the removal attempt. There are no plans for a second attempt with the same hcp and the head of clinic is working with the user on the next steps to get another hcp to perform the removal procedure. No date has been scheduled for the procedure at this time. The sensor removal status will be updated in the supplement report when the information becomes available.

Event description:
On july 17, 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the user's arm on the first attempt.